Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue 'powers on when touched' was not reproduced. A review of the event history log revealed 'improper shutdown!'. An 'improper shutdown!' Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when touched during testing at the biomed service department. There was no patient involvement. No additional information is available.